Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor alarmed sensor error and cal error. Customer's blood glucose is unknown. Customer stated there is no damage to the connection bridge or pins. Customer stated the sensor is kinked. Customer decline cal error troubleshooting. Customer experienced a low predicted, ate breakfast and didn't take insulin because blood glucose was low. Customer calibrated and blood glucose never came up after, blood glucose was 202mg/dl and sensor glucose was 60mg/dl. Advised customer the sensor will be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.